Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving morphine 20 mg/ml with an unknown dose and bupivacaine 20 mg/ml with an unknown dose. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #:(B)(4) , ubd: 17-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for post laminectomy pain and non-malignant pain. It was reported on (B)(6) 2020 the patient reported poor pain control and not feeling their bolus. A catheter dye study was performed, and the dye study was normal. Fluoroscopy was performed on (B)(6) 2020 and revealed catheter dislodgement. A catheter revision was scheduled for (B)(6) 2020. The catheter was repositioned on (B)(6) 2020. The outcome of the event was noted as ongoing. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate pain management- poor pain control. The event date was (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.